Event description:
The tech alleged that the side rail is not latching in the up position. No pt impact.

Manufacturer narrative:
Tech found the side rail end tube was bent. The tech replaced the side rail end tube to resolve the issue.